Event description:
It was reported that an asymptomatic patient presented in-clinic for the device check. Upon interrogation, the technician discovered short duration ams events caused by far-r oversensing on the right atrial lead within the pav delay. The right atrial lead is a medtronic unipolar lead being used in bipolar settings. Off-label programming changes were tested and resolved the oversensing. The physician confirmed the programming changes to the device.